Event description:
Event date is unk. Boston scientific corp was informed that when the clip was advanced outside the sheath, the clip would not open. The clip did not grasp tissue and did not fall off inside the patient. The case was completed with another of the same device.